Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 10.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at nominal pressure for 20 seconds, the balloon ruptured. The device was removed from the patient's body and a pinhole was noted. The procedure was completed with a different device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Initial reporter city: (B)(6).